Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Referenced article: "implantable cardioverter defibrillator: charge saver, not syncope saver!" Canadian journal of cardiology. November 2010, 1;26(9):e341-e343.

Event description:
A journal article was reviewed that contained information regarding this device. It was reported that the patient was admitted to the hospital after receiving multiple shocks from his device, which was preceded by syncope. The patient's heart rate had a sudden increase in the ventricular rate. There was reported "unsuccessful anti-tachycardia pacing (atp) attempts." Device status is unknown. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.